Event description:
Confirmed revision of pinnacle/corail hip. Reason for revision adverse reaction to metal debris.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes y2ye11000, 1800417, and 1481235. A search of the complaint database finds additional reported incidents against lot code 1237378 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.